Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported microbial contamination in the collected product after a spectra optia collection procedure. It is unknown at this time if medical intervention was required for this event. Patient information and outcome are not available at this time. The spectra optia collect set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide corrected information. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record is being filed to provide additional information. Additional investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Additional root cause: root cause of the contamination was undetermined.

Event description:
The customer declined to provide patient information or outcome.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: per internal documentation, the devices terumo bct manufactures to collect, separate, and store blood products are terminally sterilized to a sterility assurance level (sal) of</=10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every lot of product manufactured. The sterility assurance system employed at terumo bct ensures the disposable device is not the source of contamination. Root cause: sources of bacterial contamination include but are not limited to patient connection to the disposable set (ex; contaminated catheter) and/or post-processing laboratory practices such as qc sampling or handling techniques. Additionally, the sterility assurance system employed at terumo bct ensures the device is not the source of contamination.